Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had multiple drawer failures. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed. A field service engineer (fse) determined that the half-height cubie drawers 2, 3, and 5 needed to be replaced due to multiple cubie pocket failures. The fse shut down the device, replaced the half-height cubie drawers, then rebooted and configured the drawers to the correct locations on the station. Fse verified that the half-height cubie drawers were operational using the diagnostics tool. The customer was able to open and inventory the drawers. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(6).